Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a month after the dental implant and full lower arch were placed in ada site 26 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.(B)(4). After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over a month after the dental implant and full lower arch were placed in ada site 26 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).